Event description:
It was reported that during a prostate procedure "fiber broke at the handle outside the pt at 78,206j." A second fiber was used to complete the case. "No injury to pt" reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber. Failure analysis: the fiber broke, parted at resilient side of knob (towards tip). Scrapes noted on outer flow tubing. Based on the analysis, the potential for forward firing may exist. The failure(s) noted above are most likely due to user handling: excessive bending and sharp bending. This may have been related to anatomical/procedural factors encountered during the procedure.